Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. 2 batch number provided: batch 2309710 manufacture date: 2023-08-30. Batch 2309723 manufacture date: 2023-09-11.

Event description:
Air ingress into administration set. Query issue with syringe or administration line. We had an incident in the nnu: where after a period of time air was introduced onto an adrenaline line 08jan2024l per customer response: customer response received - has there been any patient impact (serious injury, medical intervention, change of treatment required)? No as soon as the air in the line was observed visually the infusion was discontinued and a new one commenced. Adrenaline was been infused (patient 1.8kg neonate). Please see photo could you please provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier. (B)(6).

Manufacturer narrative:
Sample and photos received for investigation through visual inspection of photos, small air bubbles can be seen in the tube, but not in the syringe. No defects or issues observed on the sample received. No damage on the barrel. A device history review was performed for reported lot 2309723, 2309710 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.